Event description:
It was reported the patient lost effective coverage due to the drg lead had migrated. The patient underwent surgical intervention where the lead was revised restoring therapy. Related manufacturer reference number: 1627487-2022-06412.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.